Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. (B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The implant was discarded. Neither applicable imaging films nor applicable medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent implantation of three (B)(4) implants (braided polyester filaments) into the soft palate. Sometime post-op (greater than 24 hours), one implant partially extruded through the mucosa. The patient was seen by the physician in (B)(6) 2011. The physician pushed the implant back into place; the implant extruded again two days later. Six weeks later, the implant was replaced. Reportedly, the patient is doing fine.

Event description:
It was reported that the patient underwent implantation of three (B)(4) implants (braided polyester filaments) into the soft palate. The patient continued to snore loudly and demonstrate observable sleep apnea post-op. One implant partially extruded through the mucosa more than 24 hours post-op. The patient was seen by the physician five days after the implant procedure; the physician pushed the implant back into place. The implant extruded again two days later. Six weeks later, the implant was replaced. Reportedly, the patient is doing fine.

Manufacturer narrative:
(B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, erosion of implant, implant migration and partial / full extrusion of the implant.